Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "bridge test fail" message during the self test. The complainant indicated that there was no patient involvement in the reported malfunction.